Event description:
It was reported that the patients ipg was no longer holding a charge, and therefore underwent an ipg replacement. The patient was doing well postoperatively, and the explanted ipg was discarded by medical facility.